Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-03343. It was reported that post a stenting treatment procedure, restenosis occurred. In 2001- the patient had a niroyal elite over the wire bare metal stent implanted in the left anterior descending coronary artery (lad) on an unknown date in 2001. (B)(6) 2011 - the patient was hospitalized with shortness of breath and fatigue. Cardiac catheterization revealed a "markedly radio-opaque stent in the proximal lad compatible with an old nir royal stent". It is also noted that "in certain views, it appears that there is a 50-70% restenotic lesion within the midportion if the old nir stent. It involves the takeoff from the diagonal branch. The more distal stent, which was recently intervened upon in 2010, looks widely patent". 6 days later, the patient underwent successful coronary artery bypass grafting to the lad with the left internal mammary artery and saphenous vein graft to the diagonal and posterior descending arteries.

Manufacturer narrative:
(B)(6). If implanted, give date: 2001. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).